Event description:
Surgery was 2008. The oval flexposure device was inserted into the wound site. The tip release line was not completely pulled to release the shrink wrap from the oval flexposure. The flexpander was inserted into the oval flexposure. The flexpander device could not expand the oval flexposure because the shrink wrap was not fully released from the oval flexposure. Additional force was applied to the flexpander in attempt to expand the oval flexposure. A pin attached to the paddle on the flexpander broke and fell into the wound. The broken pin was retrieved from the wound. The tip release line was then fully pulled to release the shrink wrap from the oval flexposure and another instrument was used to fully expand the oval flexposure.